Event description:
Rec'd notice of complaint concerning above product via phone call from facility administrator. Reports that an internal blood leak on a first use dialyzer that occurred during a pt treatment (in the acute program). Reports that the leak occurred at some point during the treatment, but not at the beginning. The leak was noted immediately as the blood leak detector alarmed and the dialysate outflow was noted to be pink tinged. The treatment was discontinued, a new system was set up and the treatment completed without further incident. The reported blood loss was approx 250cc due to discard of the extracorporeal system. The pt was reported to be stable and did not require any medical intervention. The dialyzer is available for eval. A response letter and mailer have been sent to the clinic.